Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. The following section was corrected: h5. H11 - attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. The device history record was not reviewed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) b3 - event date is the publication date of the article. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: unknown oxford femoral component, lot unknown , unknown oxford tibial component, lot unknown. G2: foreign - event occurred in germany. G2: literature - citation: schweizer, c., krug, t., herre, j., aldinger, p. R., merle, c., & waldstein, w. (2025). Medial mobile-bearing unicompartmental knee arthroplasty following anterior cruciate ligament reconstruction is associated with an increased revision risk compared to controls. Knee surgery, sports traumatology, arthroscopy : official journal of the esska, 10.1002/ksa.70185. Advance online publication. Https://doi.org/10.1002/ksa.70185. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 03-dec-2025 that reported a retrospective 1:2 matched case¿control study from germany. The purpose of the study was to evaluate the outcomes of medial mobile-bearing (mb) uka in patients following aclr (anterior cruciate ligament reconstruction) compared with a matched control group without aclr. The study reviewed 106 knees in the aclr group and 208 knees in the control group with surgeries performed between january 2016 and december 2022. A minimally invasive medial parapatellar approach without dislocation of the patella was used. The mb cemented or cementless oxford partial knee (zimmer biomet) was used in all cases (201 cemented, 113 cementless). The study population had a mean age of 61.7 years at time of surgery (range, 40-84 years); (175 males / 139 females). Average length of follow-up was 4.9 years (range, 2-9.2 years). It was reported through a journal article that one patient was converted to a total knee arthroplasty due to pain and instability. Due diligence is in progress for this complaint; to date no additional information or product has been received.